Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the occlusion test and was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The motor passed the motor test. The pump had cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer's mother stated that the alarm occurred during priming and normal use. They were able to complete rewind but the motor error alarm occurred more than once within the last 30 days. She was advised that the pump would be replaced. The insulin pump was returned for analysis.